Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that there was interrogation difficulty during a follow up. The device was finally interrogated and normal follow ups will continue. No adverse patient effects were reported.